Manufacturer narrative:
This rv lead remains in service, and no changes have been made at this time. This ICD will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing. It was observed during one episode that every one of two beats was undersensed during detection in the ventricular tachycardia (vt) zone. This resulted in therapy diverting during charging due to not meeting detection requirements, and patient remained in vt. Shock therapy was then delivered during the second episode, but it was noted that delivery took longer than normal. There were no adverse patient effects reported.